Manufacturer narrative:
Evaluation: one used sheath extension assembly and stopcock were returned. The catheter was not returned. The returned sheath extension assembly was visually examined at 10x magnification. No defects or anomalies were observed. The sample was leak tested. With the distal end of the catheter occluded, water was injected into the side arm. A leak through the hemostasis valve was observed. Since the catheter was not returned, the valve could not be tested with the catheter inserted. The hemostasis valve cap was removed. The valve was observed to be properly seated; however, the slit in the valve was deformed with one side of the valve protruding above the other. The point at which the slit became deformed cannot be determined. A device history record review was not performed. The report of leaking hemostasis valve was confirmed through visual inspection and leak testing of the returned sample. The potential cause of this issue is manufacturing-related since the valve slit was found to be deformed. A nonconformance has been initiated to address this issue.

Event description:
It was reported that after sheath insertion, the catheter was inserted into sheath. As soon as the catheter was inserted, blood was noticed coming from the sheath valve. As a result, the catheter and sheath were exchanged without difficulty or complications to the patient. The catheter used was an 8 fr manufactured by edwards.